Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient stimulation was not targeting the right spot due to spinal cord stimulation (scs) paddle lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well post operatively.